Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer had an issue with uploading her insulin pump. The customer stated that the upload process would constantly stop at 65%. Troubleshooting was done. Advised customer that alarms were probably stopping the upload procedure at that percentage of 65%. The customer was then able to successfully upload the insulin pump and view reports. Nothing further reported.